Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) called in and stated that the wheelchair will get stuck and will not move forward unless you move it backwards first.